Event description:
It was reported that a a patient presented to clinic for follow up. The implantable cardiac monitor (icm) was unable to be connect to bluetooth and unable to be interrogated. No changes or intervention was reported. There were no patient consequences.